Event description:
It was reportd that during an unspecified procedure, a balloon detachment occurred. The physician placed a wallgraft stent in the dialysis fistula graft. He then used the ultra-thin diamond balloon dilatation catheter to post dilate the stent, however, it was determined that the stent was not in the proper location. He then used the ultra-thin diamond balloon dilatation catheter in an attempt to correctly position the wallgraft stent. During this maneuver, the balloon separated from the shaft of the catheter inside the fistula. The physician then performed a cut down of the fistula, and removed the detached balloon without incident. No further treatment was performed. Pt status is listed as "fine".

Manufacturer narrative:
.